Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 1811480: 90 items manufactured and released on 02-apr-2019. Expiration date: 2024-03-19. No anomalies found related to the problem. To date, 82 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: insert revision in tka 16 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
Revision surgery performed, 1 year and 4 months after primary surgery, due to laxity and instability. No trauma, loosening, pain reported. Liner has been successfully replaced (from 10mm to 14mm).